Event description:
It was reported that the 9600emi system displayed a "bad temperature sensor" error during boot up. After clearing the message, the system worked as intended. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on the info provided, a temperature sensor and high voltage cable have been ordered. Once the identified components are replaced, it is believed that the reported issue will be addressed. If add'l info is received that indicates otherwise, it will be reported as required.